Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The reported resistance with the anatomy and balloon rupture was likely due to an interaction with the heavily calcified lesion. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other incidents for anatomy resistance or balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, eccentric 90% stenosis in the mid right coronary artery. Reportedly, a 3.5 x 12mm nc trek balloon catheter was used for a plain old balloon angioplasty; however, the balloon ruptured when inflated during the first inflation at 14 atmospheres. Resistance was felt during advancement of the device due to patient anatomy. A non-abbott balloon catheter and a 3.5 x 15mm nc trek balloon catheter were used for further dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.